Manufacturer narrative:
One opened se5425wvb pack from lot w7450 was returned. The vitrectomy cutter was packed underneath all the other components. The needle was bent, the port window was in the opened position, the back cap was aligned correctly, the tip protector was not returned, and there was no damage to the connectors. Functional testing on a stellaris elite showed the cutter did not cut as the inner blade did not reach the cutting edge. It is noted that a bent needle could contribute to the poor cutting performance, however due to damage condition in which the product was returned the root cause of the bent needle cannot be determined and is unknown/inconclusive. Manufacturing and sterilization records were reviewed and found to be acceptable. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. This investigation is complete.

Event description:
The user facility reported that during procedure, the cutter was not cutting constantly as per normal and continued to aspirate. They stopped using cutter and opened up another cutter and finished surgery with no patient injury.